Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown, therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
Pt participated in a (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse. Pt was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l5 s1 with pedicle screws at l5 and s1. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for 36 months. Surgery date was (B)(6) 2006 and postoperatively pt experienced dural tear, requiring repair. Complaint #7 of 14. This complaint is on the locking cap at s1.